Event description:
It was reported that an implant for overactive bladder was working for the daughter, but had to be removed due to an infection. It was believed, the removal was five months post-implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).